Event description:
It was reported by the customer that a bd pyxis medstation es system experienced a database error, and the machine will not function. Customer stated that this issue was related to an update done on several stations throughout their enterprise. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-apr-2022 to 22- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station's database is in recovery pending due to an unapproved operating system patch ¿kb5033688¿ installed on the station. A technical support specialist uninstalled the operating system patch using a knowledge article and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database in recovery pending due to an unapproved operating system patch was installed on the station. Uninstalled the operating system patch and rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system occur database error and machine will not function. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.